Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/positioning difficulties include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system. The corevalve instructions for use (IFU) instructs the user to verify that both frame loops have completely released from the delivery system before attempting to withdraw the delivery catheter system (dcs). It is unknown whether the user noted tension while trying to withdraw the dcs or followed the IFU to check the frame loops before withdrawal. The IFU also provide techniques to release the delivery system in the event that a frame loop is still connected. A conclusive cause of the dislodgement / positioning issues could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve it moved into the sinuses. A snare was used to move the valve into the ascending aorta. A second valve was loaded onto a new delivery catheter system and deployed successfully. No subsequent adverse patient effects were reported.